Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) stopped working. A revision surgery was performed, during which it was identified that the reservoir had migrated from its original location; therefore, the components was removed and replaced. Additionally, the left distal cylinder was found to be positioned very close to the glans tip, causing the surgeon to be concerned about the potential risk of tip erosion; consequently; the cylinder was repositioned. There were no patient complications reported.